Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09046. The pt received the scs system including ipg, two percutaneous leads (from the same lot) and two lead anchors (from the same lot) on (B)(6) 2010. It was reported that pt had lost stimulation after experiencing a fall. The sjm rep checked impedances and found that all contacts were reading invalid. Reprogramming attempts did not resolve the issue. The lead was removed and replaced by a new lead. The pt reported good covered and comfortable stimulation postoperative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.